Event description:
It was reported that: manta was used to close right fem artery post tavr. We observed some bleeding at the groin site so md readvanced manta. We took a shot and saw the vessel was occluded. Ic and vascular md attempted to wire from the other side but the wire kept going into a dissection plane, so they decided to go to cut down. Vascular surgeon saw the vessel was severely dissected and had twisted below the manta radiopaque marker. He straightened the vessel and performed a patch angioplasty and deployed a stent, immediately restoring flow. Patient is fine, no issues post procedure. Additional information: micropuncture and ultra sound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm and measured depth for the manta was 5.5. Both protamine and heparin were administered during the procedure. During the surgical cutdown it was noted that the device was positioned correctly. Hemostasis was 10-15 min or so post deployment.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: manta was used to close right fem artery post tavr. We observed some bleeding at the groin site so md readvanced manta. We took a shot and saw the vessel was occluded. Ic and vascular md attempted to wire from the other side but the wire kept going into a dissection plane, so they decided to go to cut down. Vascular surgeon saw the vessel was severely dissected and had twisted below the manta radiopaque marker. He straightened the vessel and performed a patch angioplasty and deployed a stent, immediately restoring flow. Patient is fine, no issues post procedure. Additional information: micropuncture and ultra sound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm and measured depth for the manta was 5.5. Both protamine and heparin were administered during the procedure. During the surgical cutdown it was noted that the device was positioned correctly. Hemostasis was 10-15 min or so post deployment.

Manufacturer narrative:
Qn#1900111435 no product evaluation could be completed as no product returned for this complaint. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Based on the information submitted, following a tavr, a 18f manta as planned for closure in the right common femoral artery. The vessel size was over 7mm, no calcification or tortuosity, and deployment depth measurement of 5.5. A mid-femoral access was gained using micropuncture and ultrasound. No resistance was noted while exchanging the procedural sheath for the manta sheath. Bleeding was observed at the groin site so md readvanced manta. Imaging was done and it was the vessel was found to be occluded. Ic and vascular md attempted to wire from the other side, but the wire kept going into a dissection plane, so they decided to go to cut down. Vascular surgeon saw the vessel was severely dissected and had twisted below the manta radiopaque marker. He straightened the vessel and performed a patch angioplasty and deployed a stent, immediately restoring flow. Patient is fine, no issues post procedure. Dissections are a common large bore procedural complication. The following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair. Local trauma to the femoral or iliac artery wall such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacture, documentation or labelling. The der process will continue to monitor and investigate any similar events.